Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide procedure name and date. Please provide lot number. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? The patient was fine after the surgery and did not had any consequences due to the securestrap. I attach a picture of the lot number that I received from the customer. I don¿t have any further information. Lot rhmqph was provided based on attachment. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with no apparent damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and the absorbable strap was used. It was reported that the device did not fire as supposed. Some of the shots did not attached to the surface and some did not exit from the device at all. It was also reported that the patient was fine after the surgery and did not have any consequences due to the device. There were no adverse patient consequences reported. Additional information was requested.